Event description:
It was reported that a physician in training attempted arteriotomy closure using the starclose device after an interventional procedure in the lcfa. Reportedly, the vessel locator button was pressed, the sheath split successfully; however, no resistance was felt and the device came out of the patient. Access was lost. The clip was fired outside of the patient. Hemostasis was achieved with manual compression. No additional information is available.

Manufacturer narrative:
The findings of this investigation discovered a device that had been fully clip deployed, which is consistent with the complaint description. There were no abnormal observations, defects or device malfunctions detected and review of the device lot build DHR did not produce any information that was deemed relevant to this report or the complaint. All combined information produced a root cause for this complaint that was undetermined.